Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the mechanism assembly. A review of the device history record for sn (B)(4) was performed from the date of manufacture 05/04/2012 to the present date 11/27/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device gives a "check IV set" and beeps continuously. No patient involvement.